Event description:
Customer reported receiving a motor error alarm on the insulin pump during a bolus. Customer stated that the insulin pump was dropped on the floor and that they are able to rewind the insulin pump. Customer's blood glucose reading at the time of the call was 427 mg/dl and has treated with a bolus and an insulin shot. No further information reported.

Manufacturer narrative:
Insulin pump was received with motor error alarm during occlusion test and unable to prime at 2.5 lbs during prime test due to faulty force sensor. Motor passed motor test. Insulin pump had a cracked case at display window corner, cracked reservoir tube lip and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.